Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance and a quote for repair. It was later confirmed by the customer that the device has been permanently removed from service.  No further details were available.  The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and will intermittently power on with a white display.  A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.